Event description:
The patient experienced intermittent therapy issues and swelling to the pump pocket post refill. It was indicated that for the past two years the patient developed progressive swelling to the pump pocket post refill and a few days to weeks had intermittent episodes of withdrawal symptoms and not feeling well. In (B)(6) 2011 he had a refill; the pump was accessed numerous times; there was concern the refill septum was damaged. The patient would put dressings over the pump post refill and it would be wet; the area would leak over the needle poke. On (B)(6) 2012, the pump pocket was opened and revealed a fractured catheter. The catheter was revised and the pump was replaced. The pump was delivering morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter model# 8711, lot# j10953r36, implanted: 2001 (B)(6), explanted: unk. Catheter model#8598, serial# (B)(4), implanted: 2004 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).